Event description:
It was reported that the users were trying to treat a patient when the temperature unexpectedly dropped from 60deg celsius to 40deg celsius. There is no indication of harm to the patient. Attempts are being made to gather additional information.

Manufacturer narrative:
After investigation, the cause for the alleged issue of surface not warm enough was not likely due to any component level defect. However, this could not be confirmed as the unit was not evaluated by a stryker representative. The issue was resolved by having the customer remove the unit from service.

Event description:
It was reported that the users were trying to treat a patient when the temperature unexpectedly dropped from 60deg celsius to 40deg celsius. There is no indication of harm to the patient.